Event description:
It was reported during generator change that the right ventricular lead exhibited oversensing. The cause of the oversensing was unable to be identified. Programming changes were made to prevent future instances of oversensing and the lead will continue to be monitored. The patient was stable and asymptomatic.